Event description:
It was reported, that a patient underwent an atrial fibrillation (afib) ablation procedure. With a thermocool smarttouch sf and noise was observed, on bs and ic signals leaving no intact ECG signals. It was reported, that the carto 3 system was displaying noise on the intracardiac signals of multiple catheters and on the body surface leads. The caller stated, that the noise was also seen on the recording system. The caller repositioned the body surface leads without resolution. The caller replaced the ablation catheter cable without resolution. The ablation catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. On 2-jul-2024, additional information was received. Confirming, the noise was observed, on both the carto and the recording system, while the catheter was in to body. They had no intact ECG signals to monitor the patient¿s heart rhythm. As such, the event was assessed, as an MDR reportable malfunction, based on the additional information received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4:, UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and noise was observed on bs and ic signals leaving no intact ECG signals. It was reported that the carto 3 system was displaying noise on the intracardiac signals of multiple catheters and on the body surface leads. The caller stated that the noise was also seen on the recording system. The caller repositioned the body surface leads without resolution. The caller replaced the ablation catheter cable without resolution. The ablation catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use of the carto 3 system manual contain the following warning: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).